Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 alarm (air in line) on the homechoice (hc) machine during dwell 3 of 4, patient was connected. The technical service representative (tsr) explained the alarm and helped the hp to clear it by cycling the power on the hc. Per the hp they would finish with a manual bag. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown; therefore, no evaluation or batch review could be performed. If additional relevant information becomes available, a supplemental report will be submitted.